Event description:
It was reported that the patient was experiencing localized burning sensation to the implantable pulse generator (ipg) incision site and noticed discharge. Upon inspection of the incision, demonstrating eschar and necrotic tissue along portions of the incision line with evidence of delayed healing and dehiscence, as wound edges are not fully approximated. Surrounding incision shows localized erythema. The wound base contains fibrinous tissue/slough with active discharge.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.